Event description:
The customer reported an iris error. The fe indicated the ffb was replaced and a collimator calibration was completed. It is reasonable to suggest the displayed iris error was a collimator iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and calibrated the collimator. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.